Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the co2 cylinder hose leaking that goes from the co2 regulator to a co2 gas tank. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record could not be confirmed because the serial is unknown. Based on the results of the investigation and the information provided, the device was not returned. Therefore, it was not possible to determine whether the device met the performance specification and the root cause could not be identified. Olympus will continue to monitor the field performance of this device.